Event description:
The customer reported that her pump had low suction. Customer reported that she has had plugged ducts and mastitis since using the pump.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. The customer reported that her pump had low suction. Customer reported that she has had plugged ducts and mastitis since using the pump. In follow-up on (B)(6) 2013, with the customer she stated that she would pump an extra 10 minutes to make sure she would get as much mile as possible before she goes to bed. When she wakes up she has rock like clogs with pain. This began in late (B)(6) 2012 / early j(B)(6) 2013. She was diagnosed with mastitis and the clogged ducts at (B)(6) while using the freestyle pump. She was also prescribed an antibiotic, she could not remember the name but described it as two tone green pill and the mastitis and clogs were gone after finishing the antibiotic. The information that was collected sent to the clinical department at medela. As of the date of this report the clinical assessment was not yet performed nor was the product returned for evaluation. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.